Event description:
It was reported that the patient was experiencing in adequate stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.